Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿injection of n-butyl-2-cyanoacrylate into the abdominal aortic aneurysm sac during endovascular aortic repair to prevent type ii endoleaks caused by lumbar arteries¿. Miura s, kurimoto y, maruyama r, nojima m, sasaki k, masuda t, nishioka n, naraoka s. Journal of vasc interv radiol. 2024 may;35(5):676-686. Doi: 10.1016/j.jvir.2023.12.573. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿injection of n-butyl-2-cyanoacrylate into the abdominal aortic aneurysm sac during endovascular aortic repair to prevent type ii endoleaks caused by lumbar arteries¿. The time frame of this study was over a seven-year period. Endurant stent grafts and non mdt stent grafts were implanted in the patient population. 187 patients were included in the study. The aim of the study was to evaluate midterm results of whether the strategy to occlude target lumbar arteries using n-butyl-2- cyanoacrylate (nbca) injection during endovascular aneurysm repair (evar) reduced the incidence of type ii endoleak (t2el) after evar. The following malfunctions were reported among the patient population: ia endoleak, ib endoleak, type v endoleak the following adverse events occurred: rupture, aneurysm enlargement, intervention patient mortality was reported but there is no causal link that a endurant product caused or contributed to any deaths. No further information was provided pertaining to medtronic products.